Manufacturer narrative:
H3: the returned product was visually inspected under magnification. The distal drive was broken. The length of the distal drive from the distal end of the proximal screw to the breakage is 0.04 in. The length of the distal drive between the proximal screw and distal screw should be a minimum of .016 in for translation. The distal drive broke inside the proximal end of the distal screw. The distal drive does not freely rotate. There are scratch marks on the distal screw. The hex feature of the proximal screw had slight wear.

Event description:
A scapholunate screw had been implanted successfully. Patient was reporting no pain post op, but returned to the office 5 weeks after surgery with pain. Patient's wrist was x-ray'd to find the screw was broken. Patient reported no issues. The screw was removed.